Event description:
Phrenic nerve capture was lost 81 seconds into the first cryoablation in the rspv with arctic front advance at a temperature of -56c. The cryoablation was stopped and physician switched to freezor max for ablation of caroticuspid isthmus (cti) line. The phrenic nerve was rechecked at the end of the case with fluoroscopy of the diaphragm which showed that the right side was moving but was dimished compared o the left side. At post-procedure follow up visit, the patient had attenuated right sided diaphragm and a few pneumonia looking spots on chest x-ray. Patient has no hemoptysis. The physician is continuing routine patient follow up. Device 2 of 2, reference MFR report: 3002648230-2013-00059.

Manufacturer narrative:
The device was not returned for investigation. Bin files were analyzed and do not show issues for the date of event. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.